Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure and to ensure the customer¿s initial concern was resolved- the customer stated that she is comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results and error messages (e-3). The customer stated he had the meter for about 3 weeks but just opened the box today. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result range is 170-240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/22/2025 and open vial date is day of cal. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: hi date: on (B)(6) 2024 time: 1:51pm non-fasting. Result 2: hi date: on (B)(6) 2024 time: 1:51pm non-fasting.